Event description:
Surgeon was reaming femoral canal when reaming/drill tip broke off. X-ray taken. Surgeon decided it was too risky to attempt a removal due to the risk that the femur would fracture. Surgeon does not anticipate any ill side effects.